Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The balloon was returned for evaluation. Upon inflation, a pinhole was found in the balloon material approximately 1mm proximal to the distal balloon marker band. The inflation plug was removed from underneath the polyimide ring, which is usually the result from overinflation. Based on the provided information, the reported complaint of a ruptured balloon was confirmed. The damage to the device exhibited evidence of a pinhole caused by overinflation, which exceeded its design parameters.

Event description:
It was reported that the balloon "ruptured" during the inflation. The balloon was replaced with a new scepter c balloon. There was no reported patient injury or health damage.